Manufacturer narrative:
The device in this event will not be returned for evaluation as it was consumed.

Event description:
This case was for the treatment of a right parietal brain avm that had previously ruptured into the corpus callosum area in 2006. It was reported that an ultraflow catheter and x-pedion guidewire were used to gain access to the two feeders in the avm, and each feeder was injected with one vial of onyx with good angiographic result. Post treatment, the patient was brought to pacu for recovery and a few hours later developed a sudden onset of headache and vomiting. CT scan was performed and showed the patient had a medial bleed above the previous rupture. The patient then became hemiplegic from the bleed and was induced into coma in an attempt to control her vitals. Four days later, the patient expired. The physician believes the probable cause of the bleed was a shift of the hemodynamic balance after embolizing the avm. This resulted in a likely weakened area of the avm to rupture several hours post-procedure.